Event description:
It was reported that bd alaris smartsite pump infusion set had connection issues the following information was received by the initial reporter with the following verbatimit was reported by the customer that various issues, holes in tubing, leaking, adhering to itself.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction: patient identifier, annex a code. H10: the customer reported that tubing disconnects at y-site. One sample of material 2426-0007, lot number unknown was received. Upon initial visual examination, the set verified the complaint of separation from the lowest y-site, tubing inlet. The tubing was examined under a microscope, and insufficient solvent was found. Laser ID from the sample provided two possible lot numbers. The dhrs involved in this issue were reviewed, and no records indicating any issues related to y port/tube separation. The lots were manufactured and shipped without any issues. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. Corrective actions were implemented to prevent recurrence.

Event description:
No additional information was provided.